Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2025, segmental pneumonectomy was performed. Before the operation, an internal jugular central venous c atheter was placed by the anesthesiology department. At 10 a.m. On 9.3, the treating physician removed the catheter and found a large blood clot at the end of the catheter. Immediately after catheter removal, the size and texture of the blood clot were observed. The patient's heart rate, blood pressure, and blood oxygen saturation were continuously monitored for 30 minutes after catheter removal. The patient was informed that if they experienced pain or an increase in skin temperature within 24-48 hours, they should immediately inform the medical staff. The patient was observed for any clinical manifestations related to embolism, and anticoagulant therapy was prescribed." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "on (B)(6) 2025, segmental pneumonectomy was performed. Before the operation, an internal jugular central venous catheter was placed by the anesthesiology department. At 10 a.m. On 9.3, the treating physician removed the catheter and found a large blood clot at the end of the catheter. Immediately after catheter removal, the size and texture of the blood clot were observed. The patient's heart rate, blood pressure, and blood oxygen saturation were continuously monitored for 30 minutes after catheter removal. The patient was informed that if they experienced pain or an increase in skin temperature within 24-48 hours, they should immediately inform the medical staff. The patient was observed for any clinical manifestations related to embolism, and anticoagulant therapy was prescribed." The patient's current condition is reported as "fine".